Manufacturer narrative:
(B)(4). One used device was received for eval. Visual inspection found no anomalies. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Additional functional testing was performed with the device on porcine kidney tissue. Multiple seals were made on various size vessels, and all seal cycles were completed satisfactorily. The investigation found the device functioned normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report. (B)(4).

Event description:
The customer reported that the device worked but then it did not seal the uterine artery. It is unk if regrasp alarms or an endtone, indicating a completed sea cycle, were heard.